Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs of 5 volts at 0.5 milliseconds and 4.5 volts at 2 milliseconds. This rv lead was surgically abandoned and new rv lead with a different model was placed. No additional adverse patient effects were reported.